Event description:
It was reported that the patient presented in clinic for a follow up due to discomfort. Device interrogation revealed extra cardiac stimulation on the right ventricular (rv) lead. The physician elected to reposition the rv lead. The patient was discharged from the hospital after the procedure.